Event description:
It was reported that a spectrum iq pump overinfused during milrinone therapy in the cardiothoracic intensive care unit. A 100ml bag emptied prematurely and the programmed amount of fluid remained on the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11 :the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Event history log review was completed and the customer reported problem could not be confirmed through the event history log. An infusion matching the customer-reported parameter was recorded. A "bag near empty alert" alarmed 9 minutes before the infusion completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.